Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was 128 mg/dl at the time of the call. Customer's mother stated the alarm was resolved by a complete set change. The customer's infusion set and reservoir will be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.